Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to partial d6a: (B)(6) 2011 was provided.

Event description:
Health professional confirmed rupture via imaging. The device has been explanted and replaced.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.